Event description:
It was reported that the monitor on the 2800 system would not power up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The f3 fuse was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.